Manufacturer narrative:
Added information to section h6 (investigation findings and investigation conclusions). Structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valve implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
H11: additional manufacturer narrative: the date of the event is unknown. However, according to the article, the study period was from nov 2011 to apr 2021. Thus, the first day of the reported study period (1st of nov 2011) was used as the occurrence date. Subject devices are not available for evaluation as they remain implanted in the patients. Article citation: alvarez-covarrubias ha, joner m, lutz m, xhepa e, mayr np, lachmann m, cassese s, rheude t, pellegrini c, kufner s, schunkert h, kastrati a, erlebach m, lange r, ruge h. Outcomes after transcatheter mitral valve implantation in valve-in-valve, valve-in-ring, and valve-in-mitral annular calcification. Catheter cardiovasc interv. 2024 oct;104(4):837-852. Doi: 10.1002/ccd.31166. Epub 2024 jul 30. Pmid: 39077791. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of the medical article received from germany, "outcomes after transcatheter mitral valve implantation in valve-in-valve, valve-in-ring, and valve-in-mitral annular calcification", the following event was identified as pertaining to edwards devices: 32 patients with a perimount magna valves implanted in mitral position underwent re-intervention for valve-in-valve procedure due to symptomatic degenerated mitral bioprosthesis after an unknown implant duration. Transcatheter valves were implanted in replacement.